Event description:
It was reported that during a meniscus repair with an ultra fast-fix, the needle shaft broke off, it was bent. The procedure was completed using a back-up device but is unknown if there was a surgical delay. No further complications were reported. As per investigation results, it was confirmed that the the distal end of the needle assembly has been twisted, deformed, and broken off behind the dimple.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of the customer provided image revealed the distal tip of the needle bent horizontally. The suture has been cut likely due to stress from the needle. A visual evaluation showed one implant and partial suture were returned on the needle. The other implant and remaining suture were not returned. The distal end of the needle assembly has been twisted, deformed, and broken off behind the dimple. Picture attached. The variable depth gage was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.